Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power supply ps3 was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's c-arm had difficulty raising up on command. There was no adverse patient involvement reported. There was no patient information reported.